Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06028. The pt reported that the charger burns her skin every time she charges. A new low energy charger was sent to the pt to address this issue. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pt's related to heating while charging and raised awareness of this issue to pt's. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.